Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the electric pen drive device had issues starting up. According to the reporter, the device took about five minutes to get it started. It was reported that the surgeon stated that it was almost like the device had a short ¿it comes and goes¿. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional event information: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during surgery. According to the reporter, the issue started in the middle of the surgery. It was reported that the surgeon smacked the device on the table and got it to start working again. According to the reporter, the issue had occurred more than once. The procedure was competed without any issues. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that when they stated that the issue had occurred more than once, they meant that the issue occurred four times during and within the same surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.